Event description:
A 2.75 mm diameter x 24 mm length endeavor resolute rx drug-eluting stent was attempted to be deployed at lcx. The lesion; described as having some calcification at the lcx and a 90 degree bend between the left main and lcx, the lesion stenosis was 50-70%, and was pre-dilated. The stent got stuck at the lm and ostial of the lcx. It is reported that the pt began to feel restless, te physician and anesthetist came to assist and calmed the pt down. The physician then deep seated the guiding catheter and removed the stent delivery sys. A runthrough floppy wire and a nc sprinter balloon where then advanced to the lesion but could not cross. A decision was made to rotoblate the lesion as the physician felt it may be calcified. It is reported that the burr of the rotoblator became stuck and could not be removed from the artery. The guidewire, guide catheter and burr were removed. It was then discovered that the stent was entangled with the burr. It is reported the pt became restless again and suffered a bradycardia. An attempt was made to resuscitate the pt but this failed and the pt died. Communication from the field confirmed that there was a 90 degree bend at the bifurcation between the lm and the lcx and that there was some calcification at the lcx. Based on the information available, the device has not been identified as the root cause of the event. The root cause of the event cannot be determined; however, the vessel configuration combined with the vessel calcification and the pt co-morbidities contributed to the reported event.

Manufacturer narrative:
Evaluation codes: results: stent dislodgement. Conclusions: 90 degree bend at bifurcation between lm and lcx, some calcification in lcx.